Manufacturer narrative:
Balloon burst was confirmed during visual examination. It is unk if an indeflator was used as per the instructions for use. It is also unk as to whether or not the physician exceeded the rated burst pressure of the balloon.

Event description:
Balloon burst.